Event description:
A 4-level cervical acp construct was implanted on (B)(6) 2012. Approximately 4 months later, the left inferior screw was noted to have loosened and begun backing out. No injury has occurred and no revision surgery is planned.

Manufacturer narrative:
(B)(4). The reported event was confirmed via serial radiographs. Initial post-operative films noted appropriate screw angulation as well as what appears to be complete contact between screw and locking coil. The latest film appears to exhibit subsidence of the interbody graft into the c7 vertebral body. The root cause of the reported event is unknown; the subsidence may be a contributing factor. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."